Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Successfully downloaded history files and traces using thump. No unexpected alarms noted during testing; however, verified the pump alarmed pump error 63 variable 15 on 07/30/2023 at time 08:49:47.000 due to hardware anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and fading serial number label. Pump passed required testing. Pump error 63 was confirmed in pump history download due to hardware anomaly. Hardware anomaly due to moisture damage on the pcba 1, pcba 2, motor, and force sensor. Unable to confirm low bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 45 mg/dl at the time of the event. The customer was treated with food. Troubleshooting was performed and found that the insulin pump was used within 48 hours. The auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The pump was returned for analysis.